Event description:
It was reported that the patient was feeling palpitations because of the rate drop response. The settings were adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554-45 implantable pacing lead (B)(6) 2011. (B)(4).